Manufacturer narrative:
(B)(4)

Event description:
A catheter was reported as being kinked, and the pt had experienced a loss of therapeutic effect. The physician had explanted and replaced the catheter on (B)(6)-2010. In addition, the pump was noted as being cleaned and re-implanted. Following the catheter replacement, the pt started getting severe headaches. While the pt was in an ER, a spinal tap had detected blood/white blood cells in the spinal fluid. The pump and catheter was then explanted and infection was noted. A hematoma had developed where the pump was located. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was later reported that the pump never worked for the patient. The pump and pump medication never helped the patient's pain. The patient's pain level never got below a 6. Approximately one month or several months after implant in (B)(6) 2006, the patient "didn't feel right". The patient started with morphine in the pump, but the patient experienced a reaction to that medication. The patient was sweating and experiencing withdrawal. Because the patient started having problems with morphine, the patient's hcp changed the pump medication to fentanyl, but the patient was still feeling the same way. During a refill, the hcp removed fentanyl from the pump, but the patient still felt the same as he did with the fentanyl. It was noted that a refill template was used for this refill. Further details regarding this refill were not reported. It was unknown if the symptoms were due to a reaction to the pump medication, or what the cause was. Recall notifications were discussed, which were reported to have been about withdrawal and "other complications" that the patient also experienced. Details about the complications were not provided. The patient found a recall notification for pocket fills and the refill kit around the same time that he was experiencing withdrawal, was not receiving medication and "something else". Details regarding this statement were not provided. The patient felt like there had been something wrong with the catheter since implant. Following the previously reported catheter replacement, the patient experienced swelling, "like a baseball", around the pump. The patient also experienced severe spinal headaches and a fever of 104 or 105 degrees. The patient had medical and disease doctors. It was unknown if the pump was alarming during the course of the entire event. The patient had not had contact with his doctor since the device system explant. It was noted that, at the time of this report, the patient had a stimulation device. Additional information, including patient outcome, were not reported. Additional follow-up to obtain this information is being conducted.